Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6940, lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported the patient is deceased and died approximately eight months after device replacement with a cardiac resynchronization therapy pacemaker (crt-p) system. The cause of death was provided as sepsis. No additional information was received. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.